Event description:
We received a report that a tecnis 1 piece zcb00 21.5 diopter intraocular lens (iol) was explanted and exchanged for an iol of a different power. The patient was reported to be doing fine. Additional information was requested but not received.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Date of birth: (B)(6). Gender: male. The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection with the unaided eye showed the lens was cut in half. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the damaged condition of the return sample, no further product testing could be performed. A manufacturing record review was performed and all process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.